Event description:
A health professional reported that an everest guidewire fractured intra-operatively. It was further reported that the fractured component remains in the patient. A new trajectory on the same level was then drilled to successfully complete the procedure with a 45-60 minute surgical delay, and x-rays were performed.

Event description:
A health professional reported that a guidewire fractured intra-operatively. It was further reported that the fractured component remains in the patient. A new trajectory on the same level was then drilled to successfully complete the procedure with a 45-60 minute surgical delay, and x-rays were performed.

Manufacturer narrative:
An updated device catalog number provided from the field indicates that this device is not a vb spine device. Therefore, this event is no longer reportable to the FDA. Corrected data: b5.